Event description:
It was reported that multiple cartridge change errors occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.